Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000107861.

Event description:
It was reported the patient was unable to enter MRI mode and was experiencing discomfort at the ipg site due to weight loss. A lead diagnostic revealed high impedances across one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, one lead and the ipg were explanted and replaced to address the issue. It is undetermined which lead has high impedances.